Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the handswitch would not work from the first. Another device was used to complete without any patient consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.